Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to charge when plugged into a wall outlet. The customer's blood glucose (bg) level was 141 mg/dl. The customer was sent a replacement usb cable to determine if the pump could charge using an alternate usb cable. Multiple contact attempts were made by tandem technical support to determine if the pump was able to charge using the replacement usb cable; however, the customer did not respond.